Event description:
Damaged catheter was found. Indwelling period was 146 days. The device was implanted on (B)(6) 2009. Leak of medical fluid was found on (B)(6) 2010. The device was removed and new device was implanted on (B)(6) 2010.

Manufacturer narrative:
The complaint of an external leak in the catheter is confirmed. Returned for eval is an assembled 4 fr groshong catheter. During functional testing, a leak was observed just distal to the strain relief oversleeve. The leak is longitudinal and is located on the blue radiopaque stripe. A cross sectional view of the leak site shows a granular veneer with sharp edges. No mechanical damage was observed to the od of the tubing. The device had been in place for approximately 146 days prior to the complaint incident. At this time, the mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complainant.